Event description:
The hosp staff attempted to use the device to administer a defibrillator shock to a pt during a code blue using disposable defibrillation electrodes. The device reportedly failed to charge and displayed a connect electrodes warning message. A backup defibrillator was made available and used to treat the pt. The pt's outcome was described as "ok".